Event description:
It was reported that the artificial urinary sphincter (aus) balloon had migrated. During the revision, the balloon ruptured. The balloon was removed and replaced. There were no patient complications reported.

Event description:
It was reported that the artificial urinary sphincter (aus) balloon had migrated. During the revision, the balloon ruptured. The balloon was removed and replaced. There were no patient complications reported.